Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number ramping/scrolling numbers noted during testing. The device had cracked: lcd window, case at the display window, and reservoir tube lip.

Event description:
Customer reported via phone call, the up arrow on the insulin pump wasn't responding. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.